Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture. Patient additionally reported "benign calcifications" via mammography report. The device remains implanted.

Event description:
Device has been explanted.